Manufacturer narrative:
Age at time of event: patient is 18 years or older. (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid right coronary artery. After the lesion was pre-dilated with a 2.5x15 non-bsc balloon catheter, a 4.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the part of the stent that came into contact with the calcification was partially damaged. The procedure was successfully completed with a non-bsc device. No patient complications nor injuries reported.